Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced nozzle unit to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided. The returned nozzle unit has been check visually, and it was possible to confirm that the feather spring in the nozzle unit was broken. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The affected ventilator has been manufactured on 12/12/2024 and was installed on 05/15/2025 and then according to the fse it failed after 3,056 hours of operation on (B)(6) 2025. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the information, there is no indication that the preventive maintenance has not been executed in accordance with the prescribed instructions. Consequently, the feather spring in the nozzle unit failed prematurely and did not meet its expected service life.

Event description:
Manufacturer's ref. #: (B)(4).